Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it exhibited a decrease in the battery percentage to 4% in a short period of time. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence of a device replacement procedure being scheduled at this time. No adverse patient effects were reported. Additional information received indicates this s-ICD was explanted and replaced. The product is expected to be returned for analysis, however, it will remain in the hospital possession for 30 days as per the facility policy, after which it will be returned. No additional adverse patient effects.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it exhibited a decrease in the battery percentage to 4% in a short period of time. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence of a device replacement procedure being scheduled at this time. No adverse patient effects were reported. Additional information received indicates this s-ICD was explanted and replaced. The product is expected to be returned for analysis, however, it will remain in the hospital possession for 30 days as per the facility policy, after which it will be returned. No additional adverse patient effects. Additional information was requested regarding the product return status, however, no information was provided after due diligence was complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it exhibited a decrease in the battery percentage to 4% in a short period of time. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence of a device replacement procedure being scheduled at this time. No adverse patient effects were reported. Additional information received indicates this s-ICD was explanted and replaced. The product is expected to be returned for analysis, however, it will remain in the hospital possession for 30 days as per the facility policy, after which it will be returned. No additional adverse patient effects. The device was returned for analysis.